Manufacturer narrative:
Result - pump pedal weldment, pump pistons.

Event description:
It was reported by service report that the pump weldment would not lift the jack cylinders. It is unknown if there was patient involvement; however, no adverse consequences were reported.